Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of planning data not transferring to the robot. A globus field service engineer visited the customer location and was able to confirm the reported issue in this complaint. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Robot brought into room and turned on without any issues. After a couple minutes the screen changed to a blue windows screen stating "your pc ran into a problem and needs to restart. We'll restart for you." Tried multiple restarts and error still occurred. Case had to be aborted.